Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: weight to the spec, wear abrasion and creases fold. Voids and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "one implant seems to be firmer and that the less firm one is lower." Healthcare professional reported capsular contracture, baker grade iii. Affected side is left. The device has been explanted and replaced.